Event description:
A customer reported to beckman coulter, inc. (Bec) that the ise flowcell drain on the unicel dxc 800 pro synchron clinical system was overflowing and the fluid leaked onto the floor. The customer was wearing a lab coat and gloves at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated. The customer identified an occlusion within the exit port of the cigar tube. The customer cleared the obstruction and performed calibration and qc prior to arrival of bec field service engineer (fse). The fse visited the customer's site on the day of the event, (B)(6) 2012, and inspected the system.

Manufacturer narrative:
(B)(4).